Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure indication meter was not working. Reportedly, the necessary pressurization was able to performed without issues despite of the problem. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the complaint device revealed that there were no visual defects noted on the device. The gauge needle was at 0 atm when received. A functional evaluation was performed to pressurize the device to 10 atm with 35 ml of water for 30 seconds and no issues were noted with the gauge needle. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure indication meter was not working. Reportedly, the necessary pressurization was able to performed without issues despite of the problem. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.